Event description:
The glass syringe that is included in the kit leaks backwards. This creates friction and added tension when they try to advance the fluid in the syringe. They cannot accurately judge if their catheter is in the correct space without being able to have the appropriate tension when advancing the syringe.